Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore this report complete to the best of our knowledge.

Event description:
Customer states that she believes her high blood glucose was caused by insulin pump. Customer's blood glucose was over 600 mg/dl. Call was disconnected before troubleshooting. No further information provided.